Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the bending section cover of the subject device contained clotting protein. There were no reports of patient involvement.